Event description:
Alleged the pt positioning monitor is not alarming when weight is removed from the large sensor and the head is at a 10 degree angle.

Manufacturer narrative:
The facility replaced the large ppm sensor to repair the bed.